Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir has leaked insulin past the second o ring. Customer also indicated that the plunger comes out of the reservoir. Customer does not recall any significant events leading to this problem. Customer indicated that she disposed of the reservoir and cannot troubleshoot. Customer's blood glucose was unknown at the time of incident. Customer was advised that she will receive additional reservoirs.